Event description:
Instrument generated results on pt sample #1 with pt ID #2. Sample #1 gave insufficient sample error. Customer failed to follow directions in manual to resolve short sample. Customer incorrectly placed sample #2 (another pt) with no barcode label in the sample #1 cup position. As a result, instrument generated report slip with sample results for pt #2 with sample ID of pt #1.

Event description:
Inst. Correctly indicated short sample error for sample #1. Customer failed to replace sample#1 as described in operator manual. Customer inadvertently placed sample #2, with no barcode, in this position.